Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative replaced the c-arm power supply and adjusted the voltage. The system was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system c-arm is not functioning properly and continues to fluoro after release of button. No patient injury was reported.